Manufacturer narrative:
The unit is not going to be repaired.

Event description:
It was reported that when a patient is on the cot and being removed from the ambulance, the wheel section will not lower down to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that when a patient is on the cot and being removed from the ambulance, the wheel section will not lower down to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.